Manufacturer narrative:
Qc was acceptable. No relevant instrument alarms occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable high elecsys troponin t gen 5 result from the cobas e 801 analytical unit for one patient. There were three samples collected. The first sample result was 8 ng/l. The questionable results were on the second sample: the initial result for the second sample was 18 ng/l, and the repeat result was 9 ng/l. The sample was repeated after the doctor questioned the initial results. The third sample result was 8 ng/l. The lower results were believed to be correct.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). A field service engineer (fse) performed a liquid flow path cleaning, cleaned the sipper flow for the sippers, checked all adjustments, and flushed the sippers' syringes. For verification, the fse ran a precision check for troponin t, which passed. The investigation is ongoing.